Manufacturer narrative:
One therapy cool path ablation catheter was returned for eval. Visual inspection revealed no anomalies. Testing revealed the catheter met specs. The device also met specs prior to release from sjm mfg facilities as supported by the device history record. The cause of the reported pericardial effusion was procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a pvc ablation procedure using a therapy cool path ablation catheter, a pericardial effusion occurred. The therapy cool path ablation catheter was advanced into the left atrium via a retrograde approach. Mapping was completed and ablation was performed. The pt became hypotensive and tachycardic. A pericardiocentesis was performed and anticoagulation was reversed with protamine to stabilize the pt. The pericardial drain was removed later that day and no further issues were encountered. There were no performance issues with any sjm device.